Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump has damage. The customer¿s blood glucose level was 162mg/dl at the time of incident. The customer states there is a crack on the case. The insulin pump is being replaced and is expected to return for analysis. No further details are given.